Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review, was performed for the product and event description, there have been further instances in the past three years. It was reported that the product intended to be used for treatment was found to either have no adhesive on the release paper or creasing in the adhesive film. The returned samples were evaluated which confirmed a relationship between the event and the device. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. There are checks in place to prevent creasing of the film. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. As in-process checks failed to identify creasing to the film on this occasion, the most probable root cause was determined as a manufacturing process issue and a relationship was confirmed between the device and event. The root cause was traced to the manufacturing process. As the occurrence of missing adhesive is within acceptable range, no further actions are deemed necessary at this stage. However, the details of this complaint will be shared with the relevant manufacturing team. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the iv3000 1 hand 6x7cm ctn 100 dressing 72 were creased and not adhesive. No case involved; therefore, there was no patient involvement.